Event description:
It was reported that during post operative follow up, the device was observed to be post-paced t-wave oversensing on ventricular channel. The patient was asymptomatic. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.